Manufacturer narrative:
Additional manufacturer narrative: although there have been attempts to receive further information regarding the event, no additional details have been provided. The device was not returned to edwards for analysis because it remains implanted in the patient. No information has been provided regarding a date for intervention. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event with the available information. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this 21mm bioprosthetic aortic heart valve is failing due to unknown reasons after an implant duration of approximately eighteen (18) years. The patient is being presented for valve-in-valve intervention but a procedure has yet to take place. No additional details provided.